Manufacturer narrative:
Approximate age of device- 1 year, 2 months. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient's lvad system indicated an elevation in pump power. The submitted log files reviewed by the manufacturer's technical services representative were unremarkable. On (B)(6) 2018, the patient was admitted due to elevated levels of lactate dehydrogenase (ldh). A heparin drip was started and the ldh reportedly returned to the patient's baseline level of 638 u/l. On (B)(6) 2018, the pump exchange was performed due to high clinical markers for hemolysis. No additional information was provided.

Manufacturer narrative:
Device analysis: the pump was returned assembled with the driveline cut approximately 10.25 inches from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), the sealed outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned detached from the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the pump upon disassembly revealed a red tissue like thrombus surrounding the bearing ball within the proximal side of the outlet stator. Its lack of concentric layering indicates that this deposition did not initially form in the outlet stator. Although the origin of this deposition could not be determined, the deposition had areas of denaturation and the evidence of contact marks on the outlet bearing cup suggest that the deposition was present in the outlet stator while the device was supporting the patient. The remaining pump blood-contacting surfaces were free from any adhered depositions or thrombus formations. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated ldh. The remaining blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.